Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had broken connectors. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment, the atrial patient connector was cracked. It was additionally noted that the lock key was unresponsive, the hanger assembly was worn and the battery compartment had minor damage (considered acceptable). The device did pass its incoming testing. The patient connectors, key pad membrane, upper case and hanger assembly were replaced and the device passed all tests with no visual or electrical anomalies. If information is provided in the future, a supplemental report will be issued.